Manufacturer narrative:
Additional narrative:(B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the motor power was too low, the device lacked power and the trigger was blocked. It was further determined that the device failed for check for air leak, check function of soft mode switch (safety system), check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and for check starting behavior. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.